Event description:
Customer reported not being able to test his blood glucose due to their freestyle meter does not start after a blood sample was applied. Customer reported experiencing symptoms of "sweatiness and could not talk". Customer reported going to hospiten in another country, where he was diagnosed with severe hypoglycemia and was treated with sugar water and unk medication.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.